Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient's pp was not connecting to ins but it was later clarified that she was not feeling stimulation. Patient stated she was able to recharge ins, and ins was fully charged. Pss had patient use pp during the call, patient reported normal pp settings screen. Pss had patient turn ins on during the call, but patient still could not feel stimulation. Patient tried increasing stimulation intensity during the call but was still not able to feel anything. Pss attempted to have patient try another group if possible but patient did not have any others. Patient state first started to not feel stimulation about 4 months ago. Patient mentioned she had been in and out of the hospital battling cancer for the past year. Pss reviewed that if patient was still not able to feel stim by increasing stimulation intensity, to follow up with the hcp to check on ins/ settings. No further complications were reported/anticipated.